Manufacturer narrative:
Visual inspection of the crossmatch microwells suggests a positive reaction, however vision analyzer reported it as "compatible" or negative reaction. Similarly with cell #6 during antibody panel testing. The root cause could not be determined at this time, although it could not be excluded to be sample related, the antibody bound on patient's red blood cells being weak and at/or around the detection limit of the reagent and method employed.

Event description:
Customer contacted tsc to report ortho vision gel camera misread for isolated patient sample with ahg full crossmatch which was graded as compatible, as well as panel cell testing for antibody identification. Customer antibody identified as anti-m through antibody workup however customer reports that microcolumn for cell #6 should have been flagged by cims. Customer reports that antibody screen cell #2 was flagged as fib and later reviewed and modified to positive result, thus leading to antibody identification and full crossmatch. Crossmatch compatible result was automatically accepted and sent across to lis. Anti-m antibody is newly discovered, site did not have prior history on patient. Customer is only testing using mts gel, no tube testing was performed. Customer reports that while some microcolumns in panel cell testing were flagged by cims, customer believes cell#6 was incorrectly resulted by cims as negative. Patient was not harmed as result of potential misread.